Manufacturer narrative:
The condition of failure code 703:00 was confirmed through the event history due to a faulty uim pcb (user interface module printed circuit board) on channel a. The uim pcb was replaced to correct this condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Event description:
During review of the event history by baxter on (B)(6), 2010, it was discovered that a failure code 703:00 occurred occurred during delivery causing an interruption of delivery. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software version 5.04.00 categorized as uremediated.

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The device has not been previously sent into service for the reported condition of fc 703:00. (B)(4).